Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was observed in the infusion set cannula. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. The customer replaced the infusion set to address the issue.